Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 volt power supply was adjusted and the batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up and shut down during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.